Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (1.5 gram daily, intraperitoneal, for two weeks) for peritonitis. At the time of this report, the patient was recovering from the event and antibiotic therapy was ongoing. Pd therapy was ongoing. It was reported that the patient was not retrained for proper aseptic technique. No additional information is available.